Event description:
A (B)(6) male had 2 zenith aaa endovascular graft iliac legs placed (B)(6) 2006. On (B)(6) 2012, the pt presented with back pain. The pt then received CT scan and abdominal ap x-ray which revealed the right limb to be kinked and thrombosed (1820334-2012-00119) and the left limb has migrated up into the sac (1820334-2012-00120). The physician is going to attempt to convert the pt to an aui and fem fem bypass next week ((B)(6) 2012) and will receive a converter then a zsle. The aneurysm sac is now 8cm.

Manufacturer narrative:
Event is still under investigation.